Event description:
Revision performed 11 months after the primary surgery due to infection. Liner and head revised successfully.

Manufacturer narrative:
Batch review performed on 11 august 2022. Lot 2103128: (B)(4) items manufactured and released on 07-apr-2021. Expiration date: 2026-mar-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional item involved in the event, batch review performed on 11 august 2022. Ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 2100270. Lot 2100270: (B)(4) items manufactured and released on 28-apr-2021. Expiration date: 2026-apr-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review.